Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): unk, unknown head, unk. Unk, unknown liner, unk. Unk, unknown stem, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05709, 0001825034 - 2017 - 05710.

Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.